Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the left superior pulmonary vein was being wired in a flower configuration when it was noted that the wire was stuck and could not be moved forward or back. After multiple attempts, the wire was pulled hard it broke. The catheter was then free to move and was removed from the body. The catheter was replaced, and procedure was completed without patient complications. The catheter has been received for analysis.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the left superior pulmonary vein was being wired in a flower configuration when it was noted that the wire was stuck and could not be moved forward or back. After multiple attempts, the wire was pulled hard it broke. The catheter was then free to move and was removed from the body. The catheter was replaced, when the original catheter was examined outside of the body it was observed that there was tissue seen at the tip of the devices. The device has been received for analysis.

Manufacturer narrative:
Correction to the initial MDR in block b5, h6 (patient codes and impact codes).

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. Based on images provided with the catheter they were able to confirm that issue had been trapped in the catheter tip. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device and were able to do so as well as replace the guidewire with a new guidewire that also moved without issue. They were able to deploy and undeployed the array of the catheter. Based on all the available information boston scientific confirmed the allegation of the tissue damage, but the stuck guidewire was not confirmed, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, the left superior pulmonary vein was being wired in a flower configuration when it was noted that the wire was stuck and could not be moved forward or back. After multiple attempts, the wire was pulled hard it broke. The catheter was then free to move and was removed from the body. The catheter was replaced, when the original catheter was examined outside of the body it was observed that there was tissue seen at the tip of the devices.